Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Damage was noted to the distal shaft just proximal to electrode ring 4. The device did not meet specifications during shaft leak testing. Further investigation revealed that the shaft had been bent at the distal edge of electrode ring 4 and the shaft material had been fractured at this location, consistent with the failed shaft leak test and fluid ingress proximal to electrode ring 4. No fluid ingress was noted within the shaft between electrodes 1 and 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged shaft material is consistent with damage during use.

Event description:
This report is to advise of an event noted during analysis revealing an exposed wire and fracture of the catheter.